Event description:
It was reported to boston scientific corporation that a patient underwent a therapeutic hydrothermal ablation procedure in 2007. During the procedure, the physician inadvertently punctured the sheath with the tenaculum stabilizer (clamp). A fluid loss of 3 to 4ccs of saline occurred due to this event. The procedure was completed. Post procedure it was noted that the patient suffered a burn on the vaginal perineum. According to the physician, the burn was either a 2nd or 3rd degree. No other anatomy was burned. The physician applied cold sterile water to the area and treated the patient with antibacterial cream (silvadene). No further information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Two possible lots have been identified for the device: 0000032611 or 0000032426. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; one additional complaint, for lot 0000032426, was recorded for a different event description. The 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; an unfavorable trend was noted. An unfavorable trend is defined as two consecutive increasing data points. A car (corrective action request) has been initiated to further investigate this issue. According to the event description, the physician caused the damage to the sheath which introduced the liquid to the vaginal perineum resulting in the burn. Care should be taken when applying the tenaculum stabilizer (clamp) to ensure that the teeth of the device do not puncture the procedure sheath.